Event description:
On (B)(6) 2009, pt reported he was going through the change the cartridge function and the infusion device came to the prime the infusion set screen. He stated when he began the prime by pressing the check key the prime began but the screen went to the stop sign screen. He reported he was not able to stop the prime by pressing any buttons once the stop screen appeared and the prime continued. Pt stated when the prime stopped he went through the entire process again and the infusion device came to the prime the infusion set screen so he started the prime again and the infusion device went to the stop screen and the prime continued and he was not able to stop the prime. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.